Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, customer's blood glucose was over 600 mg/dl. Elevated bg was address by a manual correction injection. Additionally, it was reported that the pump battery could not be charged. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified, but the battery hot to touch issue could not be verified.